Manufacturer narrative:
Philips service investigated the issue and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the collimator failed to open when changing the fov on an azurion 7 m20. The clinical use of the system was unknown. There was no reported patient or user harm.